Manufacturer narrative:
The reported event could be confirmed since the device was returned for evaluation and matches the alleged event. The returned device underwent a visual inspection. We can see that the fragment of the closed tube clip is broken on one side and was not returned for investigation. The breakage occurred in a brittle manner, which is evident from the breakage pattern, as it is flat with no signs of plastic deformation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design-related problems were found during the investigation. Based on the investigation, the root cause was attributed to a user-related issue. The failure was caused by the application of excessive force during the handling of the device, most likely either during surgery or transportation sterilization. If any additional information is provided, the investigation will be reassessed.

Event description:
A broken instrument was sent back.